Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on april 28, 2009. Based on qa assessment, the product met specifications at the time of release. The handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was connected to a calibrated system for priming and tuning. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally the handpiece passed all tests within stroke specifications. A review of the data indicates there were (B)(6) procedures performed with this hp. The last recorded data displayed no recent tuning issues. Refer to the attached investigation log and dtf data sheet. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no ultrasound during a cataract procedure. The procedure was completed after exchanging the handpiece. There was no patient harm. No further information will be provided. This is one of two reports being filed for the same facility.